Event description:
The customer reported that she has been hospitalized three times since she began using this insulin pump. During the customer's most recent hospitalization, her blood glucose reading was over 400 mg/dl and she was experiencing chest pain. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.